Manufacturer narrative:
The returned part was inspected and failure mode was confirmed. The driver sheared near the base the hexalobe at approximately a 45° angle. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
During a surgical procedure on (B)(6) 2021 the screwdriver head snapped while inserting the screw. It was reported that the device failure delayed the surgery by 15 minutes because removing the small piece that was stuck in the screw head was difficult.